Manufacturer narrative:
This report is submitted on march 21, 2019.

Manufacturer narrative:
This report is submitted on january 24, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and electrode array migration. Subsequently, the device was explanted on (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.